Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's internal pulse generator (ipg) would not communicate with the patient's programmer, and the programmer was showing an error message. The patient had not charged their ipg is over a year. The patient underwent a surgical procedure in which their ipg was explanted and replaced.